Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney did allege pain, infection, fistula, nausea, diarrhea, chills, inflammation, loss of appetite, extreme weight gain, and numbness. It is unknown to what extent the bard/davol ventrlight st may have caused or contributed to the events as alleged by the patient¿s attorney. Recurrence and adhesions are a known inherent risks of surgery and are listed in the instructions-for-use a possible complication. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for implant of a non-bard/davol physiomesh to repair an incisional hernia, and a non-bard/davol physiomesh device was implanted in the patient's abdomen. It is alleged that on (B)(6) 2014, the patient underwent surgery for implant of a bard/davol ventralight st in the patient's abdomen to repair a lower mid-abdomen ventral hernia. A bard/davol ventralight st ) was implanted in the patient's abdomen. As alleged, on (B)(6) 2017, the patient underwent surgery for implant of a non-bard/davol proceed surgical mesh to repair a recurrent incisional hernia. A non-bard/davol proceed surgical mesh was implanted in the patient's abdomen. It is alleged that the patient underwent multiple surgeries due to complications after the implantations of the physiomesh, ventralight st and proceed devices. As alleged, the patient experienced and/or continues to experience pain, infection, fistula, nausea, diarrhea, chills, inflammation, loss of appetite, extreme weight gain, and numbness. It is alleged that he patient continues to suffer complications as a result of the implantation with the mesh products. As alleged, on or about (B)(6) 2016, the patient underwent a recurrent incision hernia repair. It is alleged that upon entering the abdomen down to the hernia sac, the surgeon noted the presence of ascites reactive fluid, which was evacuated. As alleged, the surgeon lysed the adhesions that were present as well, and repaired the defect in a primary fashion and then placed a covidien progrip mesh over the primary repair. It is alleged that on or about (B)(6) 2017, the patient underwent removal of the failed prior meshes. As alleged, upon visualizing the mesh, the surgeon noted that the mesh was ¿wadded¿ in the subcutaneous space that had given the fistula up to the skin. It is alleged that the old scars, fistulous tract and mesh were removed. It is alleged that the surgeon also encountered another piece of mesh that had ¿failed in the intraperitoneal space and this was freed up all the way around and taken out in its entirety. This had given in a dense inflammatory response to the posterior rectus sheath and the peritoneum was violated.¿ as alleged, a proceed surgical mesh was then implanted in the abdomen to repair an incisional hernia. It is alleged that on or about (B)(6) 2017, the patient underwent an irrigation and debridement of an abdominal wall seroma. As alleged, the patient experienced and/or continues to experience pain, infection, fistula, nausea, diarrhea, chills, inflammation, loss of appetite, numbness, and extreme weight gain, which have impaired the patient's activities of daily living. It is alleged that the patient continues to suffer complications as a result of the patient's implantation with ethicon multi-layered hernia mesh. As alleged, the patient has suffered and continues to suffer both injuries and damages, including, but not limited to: past, present and future physical and mental pain and suffering and physical disability.